Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, the syringe plunger was "still pulling back as though there was a lot of air in cartridge". There was no reported impact to customer's blood glucose. Customer used another syringe/needle and cartridge. Insulin delivery was resumed.